Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening of implants. Doi: (B)(6) 2017; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation found nothing of a device nonconformance from the x-rays provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.